Event description:
Customer called to report that the cartridge chemistry (cc) sample probe was leaking onto the reaction wheel cover of the unicel dxc 600 synchron system. Customer also stated that probes a and b produced motion errors. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to home the system and to prime the cc sample probe. The cts recommended that customer run quality controls and to determine whether or not any fluid was on the reaction cover. Customer requested that the cts call back in one hour. The cts followed up with customer, and customer stated that the instrument was functioning properly and that no further leaking was observed. The drip tray was realigned, which resolved the instrument issue. Calibration and quality control results recovered within specifications.

Manufacturer narrative:
The root cause of the issues was due to a misaligned drip tray, which was resolved when customer realigned the drip tray. The issue was resolved with routine customer maintenance and the troubleshooting instructions provided by the cts. Customer has not called back to report any further issues relating to this event. (B)(4).